Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed the imaging window was detached near the lap joint section. Analysis confirmed the reported clinical observation of device detachment.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed lesion was located in a moderately tortuous and mildly calcified vessel. An opticross hd catheter was used for ultrasound examination of the target lesion. After pullback, the catheter was pulled for retrieval, but the tip marker did not move and only the inside of the catheter was removed. A guide extension catheter was introduced and the detached portion was able to be held down with a balloon and removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed lesion was located in a moderately and mildly calcified vessel. An opticross hd catheter was used for ultrasound examination of the target lesion. After pullback, the catheter was pulled for retrieval, but the tip marker did not move and only the inside of the catheter was removed. A guide extension catheter was introduced and the detached portion was able to be held down with a balloon and removed. The procedure was completed with another of the same device. No patient complications were reported.